Event description:
The pump was set up to infuse 1200 ml in 18 hours, and it finished approximately 45 minutes early. The pump was infusing tpn. There was no injury to the pt involved. The account's biomed stated that she tested the pump when it came back from the pt, at 120 ml/hr for 20 ml, and it overdelivered slightly, but she did not remember exactly by what amount.